Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 21.7 mmol, 27.8 mmol. Tests were done within 20 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.